Event description:
Patient uses a dexcom g7 sensor paired with her insulin pump. She had a sensor that was reading "low" so she was eating to bring it up. It was "low" for several hours despite repeated treatment. The next day she was running in the 100s but was not feeling well. She checked on her meter and the meter was "high" i.e. >500mg/dl despite the dexcom still showing she was 100s. This puts her at risk for dka. Fortunately the patient caught it and treated the hyperglycemic but she was likely high for many hours.